Event description:
A malfunction occurred on pump after being exposed to x-ray. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. Customer managed high blood glucose with a correction injection using multiple daily injections. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.